Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. The account failed to input the correct lot specific hemoglobin (hb) levels bottle values for the lot specific calibrators. The falsely elevated results were caused by using incorrect hemoglobin bottle values and the issue was resolved by entering correct bottle values and verifying with qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A group of falsely elevated hb1c results was obtained on patient samples. The results were reported to the physicians. The results were eventually questioned and it was determined that incorrect calibrator bottle values had been in use. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.